Event description:
Epicardial lead was explanted due to dislodgement. Since the revision showed too much slack and same size would likely yield the same results, a new shorter lead was used. The reason for the revision was for lack of capture and fluctuations of sensing and impedance.